Event description:
It was reported that during use of the product, the sheath separated from the valve assembly. The sheath remained in the pt's femoral vein. Surgical intervention was required to remove it. There were no add'l pt complications.